Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of reau1602 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reau1602) have been reported from the same brazil facility. Device has not yet been returned for evaluation.

Event description:
It was reported that patient using PICC showed pain and an increase of the brachial perimeter. It was stated there was an edema in the upper left limb. PICC use was suspended, the case was assessed and measured, and reassessed the next day it shows fibrous cord. It was also found that PICC had a hole and a solution extravasation.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed, cause unknown. Two 3 fr groshong catheters were returned for investigation. One catheter extended past the 38 cm depth marker and the other past the 32 cm depth marker. The samples were flushed with water using a 12 ml syringe and were found to be patent to infusion. Pressurization revealed a leak in the 38 cm catheter between the 19 and 20 cm depth markers. Microscopic observation of the leak location revealed two longitudinal splits. The angles of the splits were similar. Based on the condition of the returned sample, likely contributing factors include sharp instrument damage and stylet damage. As the leak was observed, the complaint is confirmed but the exact cause is unknown. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of reau1602 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reau1602) have been reported from the same (B)(6) facility.

Event description:
It was reported that patient using PICC showed pain and an increase of the brachial perimeter. It was stated there was an edema in the upper left limb. PICC use was suspended, the case was assessed and measured, and reassessed the next day it shows fibrous cord. It was also found that PICC had a hole and a solution extravasation.